Manufacturer narrative:
The investigation did not identify a product problem. The customer¿s reported rates remain within the established specificity claims of the cobas® mpx assay. For individual donation testing (plasma), the clinical specificity is 99.95% (95% ci: 99.88%¿99.98%).

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing. E1: (B)(6).

Event description:
There was an allegation of higher false positive and initial reactive rates with the cobas® mpx - 480t for donor samples tested on the cobas 6800 analyzer compared to the competitor (grifols procleix ultrio elite).